Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) provided assistance to the facility by phone. The tm determined the notebook computer produced error message, "laser did not respond in 10 seconds". Found that the laser displayed message, "5 treatments remaining order a new card." Had the laser operator press ok, recalculate the procedure on the notebook and download to the laser. This fixed the problem. Conclusion: based on analysis of this info, the root cause of this event was an operator error. The operator failed to note the error message on the laser display and respond within the allotted time. (B) (4). (B) (4).

Event description:
Adverse event: interrupted procedure. Malfunction: error message, had to recalculate procedure and download to laser. The laser operator reported the system produced an error message - laser did not respond in 10 seconds, during surgery after the flap was cut.